Manufacturer narrative:
The xifnt411 osseotite® tapered certain® implant 4 x 11.5mm although the device was received, the implant was misplaced prior to reaching the investigator; therefore, visual examination and testing could not be performed. DHR from this lot has been reviewed and no non-conformity related to the event reported was found. No deviations were identified through the investigation performed that may have contributed with the ni/li plus infection. Irradiation certificate has been reviewed and no non-conformities were found. A technical root cause cannot be determined.

Event description:
The doctor has indicated non integration of implant due to infection. Implant placed at tooth site #5 was removed on (B)(6) 2014 due to infection that has spread to the implant at tooth site #4 as well as the area of tooth site #6. The implant at site #4 was removed on (B)(6) 2015 due to infection. The patient has been treatment planned for re-implantation after healing.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.